Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 04-feb-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had an issue since implant and with his first lead revision with getting proper pain relief on his left side. It was noted that the placement of the leads was difficult and that they were not placed at an optimal spot for the best coverage. The initial lead revision gave the patient no relief an he was referred to hcp in june of this year for a lead revision. The hcp attempted a laminectomy to place a paddle lead. While doing this, he noted multiple adhesions and a bone spur. He removed bone from 2 levels and when he attempted to place the blank paddle, he stated that it would ¿tug¿ on the spinal cord and he did not feel comfortable attempting to place a paddle lead in that area because there was not enough space for the lead. He attempted, without success, to thread a new percutaneous lead in that spot as well. At this time the procedure was aborted and the entire system was removed form the patient¿ s body and discarded. Issue was resolved.  [See related: (B)(4) - lead revision].